Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Ebr will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that "during a follow-up visit increased wise capture thresholds necessitated reprogramming the device to higher output settings, resulting in a significant reduction in projected battery longevity". Additional information states that during the follow-up appointment it was confirmed that the patient's increased pacing thresholds were consistent across multiple checks and body positions. Despite a reported 99% biv tracking, EKG results showed no morphology changes, indicating that the issue was related to lv capture rather than tracking. Device evaluations found no evidence of electrode migration, transmitter movement, telemetry issues, or abnormal device behavior, with stable distance and angle measurements compared to prior visits. Battery performance was normal aside from the higher output required due to increased thresholds, and rv pacing detection was functioning correctly. The physician did not identify a clear cause but suspected suboptimal therapy delivery as a reason for the patient's lack of symptomatic improvement. As a result, the patient was programmed at threshold settings and scheduled for a follow-up in one month to reassess symptom improvement versus battery longevity. The patient's outcome was reported as "no adverse health effects".